Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The integrated electrosurgical unit (iesu) generator was analyzed and the reported failure was confirmed and reproduced. Fa found error c-34 in the logs.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the erbe generator returned. However, isi has not received the product involved with the alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was an error c-34 on the erbe generator. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked the error logs; however, and the system was not connected to the error logs at the time of the call. The customer confirmed they tried restarting the erbe and changing the cables with no success. The other monopolar port also triggered the error. The customer had no third-party generator or another da vinci system available. The customer was continuing with the procedure with the erbe in that state. There was no reported injury.